Event description:
The pt was implanted with two trial leads. The next day, she went to the ER with neurologic deficit; motor function deficit in her right leg ( the side they were trying to control with spinal cord stimulation). The pt was admitted to the hosp. The next day, the leads were removed. The pt had slight motor function improvement; however, she remained hospitalized and still had "issues". Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.